Event description:
The trypticase soy broth (tsb) was used to plate a chest abscess swab specimen and to perform a gram stain. There was no growth of gram positive bacilli on the culture plate. The gram stained slide was pulled and reviewed. It was discovered after gram staining the tsb alone, that the source of the gram positive bacilli was the broth itself. The gram stain result was cancelled.